Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After implantation of a pacemaker, an ultrasound image revealed a cardiac perforation with a pericardial effusion close to the right ventricle (rv). A cardiac drain was placed to treat the effusion. No performance issues were suspected with the rv lead. The patient was stable.